Event description:
It was reported that during a kissing balloon procedure in the bifurcation of the left anterior descending and diagonal arteries the trek rx balloon in the diagonal artery did not inflate at all despite four inflation attempts at 8 atmospheres (atm). The device was removed and another unsuccessful attempt was made to inflate the balloon at 8 atm outside of the anatomy. Another trek was successfully used to treat the lesion. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional informaiton was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the trek catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter advanced over a guide wire. The balloon was tightly folded. There was wrinkled distal shaft proximal to the distal seal for a length of 1.8 cm, and 10.8 cm proximal to the distal seal for a length of 4 mm. There were two bends in the hypotube shaft 22 cm and 40 cm distal to the strain relief tubing. An attempt was made to measure the inner diameter of the guide wire lumen, however, the mandrel would not advance pass the wrinkled shaft. A new .014 inch guide wire was back loaded through the guide wire lumen; however, there was some drag/resistance met at the wrinkled distal shaft, although the guide wire did advance through the entire distal shaft. Using a new indeflator filled with water, an attempt was made to pressurize the balloon, however, the fluid did not advance in the balloon catheter. The balloon catheter was left pressurized overnight. The balloon was able to be inflated to the rated burst pressure of 14 atms and held pressure. The inflation times were measured and met manufacturing criteria. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the trek rapid exchange (rx) and mini trek rx coronary dilatation catheter instructions for use states: the contrast is 60% contrast diluted 1:1 with normal saline. It is possible that build up of contrast in the inflation lumen contributed to the balloon unable to inflate. During functional testing, it was noted that the balloon did not deflate completely after the first inflation and after the second inflation. However, as the shaft of the catheter was noted to be wrinkled, this could affect the deflation of the device. It is possible the shaft was inadvertently handled during packing for return analysis, resulting in the noted wrinkled shaft and hypotube bends as there was no damage noted to the catheter during the inspection prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Difficulty inflating the balloon can be affected by, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. Returned device analysis confirmed the reported inflation difficulties may be related to the build up of contrast in the inflation lumen. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging and a sampling of units is destructively tested to verify proper balloon inflation and deflation. Additionally, during manufacturing, a sampling of units is destructively tested for proper balloon inflation.